Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was check clutch, plunger lever error in history. Start-up and multiple flow and occlusion tests were performed. The issue could not be confirmed and duplicated. The operator replaced the clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 8 years old.

Event description:
Information was received indicating that the medfusion 3500 pump failed occlusion testing. The issue occurred during testing and there was no patient involved.